Event description:
It was reported that the right ventricular (rv) lead was explanted due to dislodgement. The issue was identified with fluoroscopy. Subsequently, a new rv lead was successfully explanted. No additional patient adverse effects were reported.